Event description:
The customer reports that a leakage was found from the medial lumen during blood transfusion. No patient harm reported.

Manufacturer narrative:
(B)(4). The customer returned one cvc for evaluation. The sample contained obvious signs of use in the form of biological material. After the sample failed functional testing (see below), the medial lumen was microscopically examined. A small hole was detected at the junction of the medial luer hub and extension line. This hole is consistent with undue force being applied on the extension line. The length of the medial lumen measured to be 110 mm which is consistent with the nominal specification. The outer diameter of the distal lumen measured to be 2.14 mm which is within specifications. The inner diameter of the distal extension line measured to be 1.42 which is within specifications. This indicates that the wall thickness measured as expected. The catheter was first flushed using a lab inventory syringe to ensure there were no blockages. The distal end was then clamped and a water-filled lab inventory syringe pressurized each line. The medial lumen leaked near the luer hub when pressurized. No leaks were detected in the proximal or distal extension lines. A manual tug test confirmed all three extension lines were fully secured within the luer hubs. Manufacturing engineering was contacted to determine a potential root cause for the defect observed. It was indicated that the damage is consistent with excessive force being applied to the medial luer hub of the extension line. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. " the customer report of an extension line leak during use was confirmed by complaint investigation of the returned sample. The medial extension line contained a small hole adjacent to the luer hub. Based on feedback from manufacturing engineering, this damage is consistent with undue force being applied to the distal extension line luer hub. A device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that a leakage was found from the medial lumen during blood transfusion. No patient harm reported.